Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. During the evaluation a service required alarm indicating an internal battery charging issue was observed. The device's power management board was replaced to address the issue.